Event description:
Pump was involved in a pt incident. No pt injury was reported. Facility tried extracting history log on pump and the rate column was not downloaded into the log. No other info is presently available.

Manufacturer narrative:
The returned device was received on (B)(4) 2010. The eval is currently underway. A follow-up report will be initiated after the eval is complete.